Event description:
It was reported that the patient experienced a stroke with inability to speak clearly. After a pulse field ablation (pfa) procedure using a faradrive steerable sheath clear, and prior to patient discharge, the patient experienced a stroke with inability to speak clearly. During the procedure 52 ablation applications were made for pulmonary vein isolation (pvi) and posterior wall isolation (pwi). Post-procedure the patient was speaking with the anesthesiologist, but after a roughly five-minute conversation the patient became unable to speak clearly and then became unresponsive. The patient was intubated and then administered tissue plasminogen activator (tpa). All symptoms resolved approximately one to two hours later, and the patient returned to baseline. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.